Manufacturer narrative:
Correction: the initial emdr was submitted without section b 1 and 2 being populated. The event is an adverse event and required intervention. These sections have been updated and corrected. (B)(4). Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown, not provided but best estimate is 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 17.0 diopter intraocular lens (iol) was explanted on (B)(6) 2017 due to a post-operative spherical equivalent (se) outcome of -.75, which reportedly cause the patient to experience halos. There was no incision enlargement or vitrectomy. The patient was unaffected. The lens was replaced with the same model, but different diopter of 16.0. Further information was provided in follow up. It was noted that the surgeon missed target, incorrect power selected which also resulted in unexpected post-op refraction. The symptoms interfered with the patient's daily activities. No additional information was provided.